Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot part # 391.201, synthes lot # p251316, supplier lot # p251316, release to warehouse date: 15 feb 2017, supplier: (B)(4), no ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: investigation summary background: it was reported that on (B)(6) 2019, during an open reduction and internal fixation (orif) procedure for a patient with a fracture around the femoral stem, the unknown cable tensioner was broken. Before tension reached forty (40) kilograms, the dial of the unknown cable tensioner began to rotate freely and the surgeon could not tension the unknown cable further. There were three (3) unknown cables that were used and the same event occurred on all of them. The unknown cables were crimped and left on the bone since tension more than forty (40) kilograms could not be applied. The procedure was completed with no surgical delay reported. There was no adverse consequence to the patient reported. Patient and procedure outcome was unknown. Concomitant devices reported: unknown cables (part#unknown, lot#unknown, quantity 3) . This complaint involves one (1) device. Investigation flow: device interaction/functional. Visual inspection: the synthes tensioner was received at rti surgical. The device was disassembled where it was confirmed that there was a build-up of debris within the tensioner on the collet jaws. The debris that was found present within the tensioner is believed to be bioburden from the open reduction and internal fixation (orif) procedure that the device malfunctioned in prior to being returned to rti surgical. This debris was preventing the collet jaws from closing completely and thus would not allow the tensioner to tension fully. Functional test: a functional test was performed on the synthes tensioner (part # 391.201 lot # p251316). The tensioner failed initial functional testing with tension readings below 36kg. This was the result of the collet jaws having a build-up of debris, preventing them from closing completely, and not allowing the tensioner to tension fully. Following the removal of the debris, the device was tested again where it was then confirmed to function properly, measuring within the acceptance criteria range of 36-44kg. Dimensional inspection: a dimensional inspection was not performed due to the nature of the defect. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Cable tensioner orthopaedic cable system. Manufacturing record evaluation: the received device (part # 391.201 lot # p251316) was manufactured at the rti surgical site on 15 february 2017. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Conclusion: the complaint was confirmed for the synthes tensioner. The device failed its initial functional test. The device was then approved for destructive testing and routed to instrument assembly for further evaluation. There, the device was disassembled and found to have a build-up of bioburden debris within the tensioner on the collet jaws. The debris was removed, and the device was tested again. The tensioner passed its second functional test. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. The root cause was determined to be a build-up of debris inside the device. A review of past complaints has determined that from 8/01/2016 to present, this has been the 2nd confirmed complaint related to debris within a tensioner affecting the functionality. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Risk analysis based on review of prior occurrence trending and the risk management section of the dhf for this product has concluded that the risk level is below actionable limits and not likely to cause serious injury or death to patient or user. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an open reduction and internal fixation (orif) procedure for a patient with a fracture around the femoral stem, the cable tensioner in question was used. Before tension reached forty (40) kilograms, the dial of the cable tensioner began to rotate freely, and the surgeon could not tension the unknown cable further. There were three (3) unknown cables that were used, and the same event occurred on all of them. The unknown cables were crimped and left on the bone since tension more than forty (40) kilograms could not be applied. The procedure was completed with no surgical delay reported. There was no adverse consequence to the patient reported. Patient and procedure outcome were unknown.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an open reduction and internal fixation (orif) procedure for a patient with a fracture around the femoral stem, the unknown cable tensioner was broken. Before tension reached forty (40) kilograms, the dial of the unknown cable tensioner began to rotate freely and the surgeon could not tension the unknown cable further. The unknown cables were crimped and left on the bone since tension more than forty (40) kilograms could not be applied. The procedure was completed with no surgical delay reported. There was no adverse consequence to the patient reported. Patient and procedure outcome was unknown. Concomitant devices reported: unknown cables (part#unknown, lot#unknown, quantity 3) this complaint involves one (1) device. This report is 1 of 1 for (B)(4).